Manufacturer narrative:
The insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected insulin flow blocked alarm or additional alarms noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error and insulin flow blocked alarm. The customer's blood glucose value was 379 mg/dl. Customer was assisted with troubleshooting. The customer stated that the insulin exited. The customer was advised to replace and to retrieve settings. The insulin pump will be returned for analysis.